Event description:
--

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the right atrial (ra) lead was stuck in the header. As a result, the lead was surgically abandoned. A new device and lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and body fluid contamination in lead barrels. Additionally, the right atrial positive seal plug was missing, all other seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All set screws operate normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.